Event description:
The customer reported that the system would not boot up, displayed error messages and there was a loud ticking sound. The keyboard and mouse were attached directly to the back of system and not through the usb coupler. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable and no additional service information was provided.